Event description:
It was reported that on (B)(6) 2021, a patient presented with episodes of noise reversion on their implanted right atrial lead. Tested values for the lead looked stable, so the lead would be monitored further. The patient was reported as stable.